Event description:
A ventilator was having service done at the customer site. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During service of the device, the device failed a test step during testing. The device's three-way solenoid valve and proportional valve were replaced to address the issue.